Event description:
During cardiopulmonary bypass venous blood oxygen saturation initially had slow decrease then had significant change and became critical. After close inspection, it was noted that a change in the blood flow path was occurring in the oxygenator, the blood flow was shunting to the center of the fiber bundle of the follow fiber membrane oxygenator. This was causing poor gas exchange and it was decided to change the entire pump.